Manufacturer narrative:
Based on the inquiry info received, the visual examination, and the functional testing, no conclusion could br reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. There no anomolies with the clips spitting out the instrument. The reported incident could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co stives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy it was reported that during the ligation of the cystic artery the clips spit out of the jaws. It was reported that the applier was brand new. There was no consequence to the patient.